Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. It was found that the keypad had limited operation due to intermittent operation of the 1st and 2nd soft keys, caused by a failed keypad. The keypad was replaced.

Event description:
It was reported that a pump failed the keypad test. It was also reported hat there was no pt injury.